Event description:
It was reported that patient experienced allergic reaction post stent implantation. A 10x37,5.9f,135cm carotid wallstent was implanted in the patient. Post stent implantation, patient experienced systemic hives, welts, angioedema, and an anaphylactic reaction. The patient had been placed on many steroids and seen 3 allergists to date.

Manufacturer narrative:
B3 - date of event: date of event was approximated to 09/25/2025 as the exact event date was not reported.

Manufacturer narrative:
B3 - date of event: date of event was approximated to 09/25/2025 as the exact event date was not reported. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a review of the carotid wallstent device was completed and confirmed that the events of allergic reaction and edema were defined in the risk documentation. The event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that patient experienced allergic reaction post stent implantation. A 10x37,5.9f,135cm carotid wallstent was implanted in the patient. Post stent implantation, patient experienced systemic hives, welts, angioedema, and an anaphylactic reaction. The patient had been placed on many steroids and seen 3 allergists to date.